Event description:
It was reported the patient experienced a loss of efficacy. The patient did not feel the loss of the efficacy was due to the stimulation therapy, although they have had a few falls in the past week and felt the lack of effect may have been the cause of some of the falls. The patient was considering going to the emergency room if they were unable to get in contact with the hcp. No further symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.